Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia procedure, the obturator broke off on the number one trocar. The same device was used to complete the case and it worked but the white piece at the top broke off. There was no patient injury.